Event description:
Patient presented to the physician with a sore at the chest incision site that appeared inflamed. Purulent drainage was noted upon attempted dissection of the chest incision, and the stimulation lead was observed through the wound. Physician brought the patient into the operating room, removed scar tissue, created a deeper chest pocket, repositioned the ipg, sutured, and closed.